Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the dcp315t 3mm balloon catheter during a bilateral procedure. The physician reported that during use on a "relatively tough, bony case" the tip of the catheter shaft broke about 4-5mm above the inflated balloon. He stated that when the tip broke off, the balloon deflated. There were no unretrieved device fragments because the piece remained in the balloon. The physician stated the procedure was successfully completed with no issues reported on the patient's other eye. Follow up with the physician found he did not recall the patient's age, gender, or other identifying information. The device was returned to the manufacturer for evaluation.